Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device would not hold charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an electrical component failure due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lights on the universal battery charger device came up red and blinked. It was further observed that the device would not charge a battery device. During in-house engineering evaluation, it was observed that the device would not hold a charge. According to the report, the device was used for training purposes only. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.